Manufacturer narrative:
The reported events of failure to capture and high lead impedance were not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. It was noted that there was no capture at high pacing thresholds and pacing lead impedance was elevated even after multiple reposition attempts. The lead was exchanged. The patient was stable.